Event description:
The customer reported that while the unit was in use on a severely compromised patient, the unit displayed a "deflation" error message. They attempted to place another intra-aortic balloon catheter into the patient but, the patient did not have enough ventricular function to trigger. Because of the patient's poor condition, they discontinued attempts to initiate therapy. The patient later expired.